Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va114y0: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they were laying on their back doing leg lift with one knee bent on the floor. Their lead moved and they was severe pain. The patient made it to their main control and shut it off. The patient waited two weeks and tried to turn it on but the horrible pain happened again. The cause of implant implanted too high at the waistline was not determined. The doctor did not give the patient any information when questioned about the placement because the information says device should be placed in the upper buttock. The patient travel to other area to see another doctor about maybe having the procedure corrected. The patient is hoping to have the procedure redone when our new device is approved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller reported that the patient never had therapeutic benefit. The patient was currently going through another doctor and considering getting a second implant in hopes that she would have relief with the next implant. The caller stated that she thinks patient didn't have relief because the neurostimulator was implanted so high at the waistline. The caller additionally reported that the patient was experience shocking sensation, and the patient had to crawl to the remote to turn stim down/off. The caller stated that the manufacturer representative (rep) knew about the patient's issue, and that the rep never called the patient back. Patient services was not able to get the rep's name or when the rep knew about it, other than it was shortly after implant. No further complications were anticipated/reported.